Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the health professional tried to inflate the foley catheter balloon before use, but it wouldn't inflate. Health professional thought there might be a hole in the balloon, so stopped using it. Per follow up information received via rcc on 05nov2025, stated that the event occurred was during the pre-test of the foley catheter it had difficulty in draining.

Event description:
It was reported that the health professional tried to inflate the foley catheter balloon before use, but it wouldn't inflate. Health professional thought there might be a hole in the balloon, so stopped using it. Per follow up information received via rcc on 05nov2025, stated that the event occurred was during the pretest of the foley catheter it had difficulty in draining. Per investigator's notification received on 18feb2026, it was reported that attempted to inflate the foley catheter balloon with 10 ml of solution using the returned syringe and it immediately leaked into the drainage lumen at trifurcation creating lumen to lumen leak.

Manufacturer narrative:
The reported event is confirmed via CAPA associated. This is addressed by CAPA 12474540. Photo sample evaluation 2nd catheter: visual evaluation of the photo samples notes opened (with original packaging), used temp sensing catheter with sample port connector and syringe. Verified material number 29030j14, batch number mykq6314, material number for catheter 119314 and manufacturing lot number ngjy4777. The condition of the affected catheter could not be confirmed from the photos provided. Functional testing was not possible based solely on these photos. 2nd catheter: 3 way temp sensing catheters with cut portions of inlet tubing and 1 straight tipped syringe. The balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) using the returned syringe and it immediately leaked into the drainage lumen at trifurcation creating lumen to lumen leak. Received 2 all silicone foley catheters with syringes. Verified material number 119314 and manufacturing lot number ngjy4777. CAPA 12474540 identified the root cause of this failure as a combination of three (3) factors; provided water syringe does not meet user expectation for smooth engagement with the valve and no instructions are provided in the japanese IFU for aspirating to assist in deflation, deflation time or take off force criteria or specification to deflate the catheter has not been determined and it is unknown for the customers, inadequate process qualification performed with change in syringe supplier and mold change. Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 12474540. Refer to CAPA 12474540 for further details. Correction: d, e, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.